Manufacturer narrative:
Visual inspection confirmed the fracture of the screw (unihg). The additional fractured portion of the screw was not returned. Visual inspection has confirmed evidence of a fractured screw inside the implant. There was dried blood and remnant bone along the implant. The external hex and internal threads of the implant have been damaged. The lot number was not supplied and the device history record could not be reviewed. A device history record review for the implant lot did not identify any manufacturing deviations which would result in or contribute to this complaint. No definitive cause for this complaint was determined. (B)(4).

Event description:
The dentist reported that the (unihg) screw fractured and could not be removed. The implant (oss413) was surgically removed.